Event description:
The patient reported her lead dislodged shortly after implant. Additionally, the patient reported feeling a "terrible itching sensation" over her implant area. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.